Event description:
Boston scientific received information that due to the physique of the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), pocket erosion was exhibited. The physician elected to intervene and explant the system in favor of a transvenous ICD. No adverse patient effects were reported; which included no signs of infection. No return of product is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.